Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was beeping and that there was a black circle on the screen of the insulin pump. The customer also received a button error alarm. The customer's blood glucose was 140 mg/dl. The customer was unable to clear the alarm. The customer did not recall if the insulin pump was wet or bumped. Advised customer to remove the battery, but the button error alarm persisted. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had unresponsive up arrow and act button due to corroded keypad traces. Displacement test was not performed due to unresponsive buttons. No unexpected black circle/alarm icon noted on lcd screen. The device had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window, stained end cap sticker, and reservoir tube cracked.